Manufacturer narrative:
No test methods have been performed as the product performed in accordance to specifications and the device was used in accordance with labeled indications. No conclusive evidence has been provided that supports or opposes the fact that the invisalign system aligners caused the patient symptom. This event is being filed as an MDR since the patient reported losing a tooth (permanent damage to a body structure) while using the invisalign system aligners. Not returned to manufacture.

Event description:
The patient reported losing tooth # 4.1 (lower right central incisor). The patient reported removing the aligners and tooth 4.1 came out with it. It is unknown if the patient required any medical intervention to alleviate the reported symptom. It is unknown if the patient took or was prescribed any medication to alleviate the reported symptom. It is unknown if the treatment was discontinued.